Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the healthcare providers do not have any further information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient stated when the hcp was able to turn on the ins it felt like a shock, like when the device was new. The patient stated they felt a ¿shock¿ every time they turned the ins on and stated as they got older the ¿shock¿ wasn't as bad. There were no further complications reported.